Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon as it was implanted and was not returned for analysis with the device. The stent delivery system (sds)was returned for analysis. A visual and microscopic examination found that there was blood inside the balloon indicating there was a leak at the time of the procedure. The balloon cones profiles were reviewed and no issues were noted with the overall profile. There was no apparent damage to the balloon wall causing a leak through the balloon. The inner was broken at the bi-component bond, causing the leak of fluid through the tip of the device and also through the skive at the port bond. The bi-component break was visually evident and appeared as a 2mm separation in the inner during microscopic examination. There was no evidence of stretching to the inner lumen. This type of a bond break would be the cause of the balloon being unable to inflate to nominal pressure. On an attempt to inflate the balloon with this type of break would lead to contrast media leaking from the device. A DHR review of the bi-component inner crimp bond found no anomalies with catheter. A visual and tactile examination of the mid-shaft section found no other issues with its profile. The tip of the device was restricted during the examination using a product mandrel so as to enable partial inflation. Following a successful partial inflation; there was no evidence of balloon leakage or damage. A visual and tactile examination found no damage to the hypotube shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was noted that balloon pinhole occurred. The target lesion was located in the ramus artery. A 2.50x16mm promus premier stent was advanced to the lesion with ease. The stent was deployed however it was noted that the stent delivery system (sds) balloon would not go higher than 4 atmospheres. The sds balloon had a small pinhole and was noted to have a contrast leak. The sds was removed. A noncompliant (nc) balloon catheter was advanced and inflated the under deployed stent to its appropriate size and the procedure was completed. No further patient complications were reported and there was no harm to the patient.

Event description:
It was noted that balloon pinhole occurred. The target lesion was located in the ramus artery. A 2.50x16mm promus premier¿ stent was advanced to the lesion with ease. The stent was deployed however it was noted that the stent delivery system (sds) balloon would not go higher than 4 atmospheres. The sds balloon had a small pinhole and was noted to have a contrast leak. The sds was removed. A noncompliant (nc) balloon catheter was advanced and inflated the under deployed stent to its appropriate size and the procedure was completed. No further patient complications were reported and there was no harm to the patient.